Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. The lead was explanted and replaced. No additional adverse patient effects were reported.